Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was over- delivering insulin. Customer had 26 mmol/l blood glucose reading. Customer also had 24.3 mmol/l blood glucose reading. The insulin pump was delivering insulin pump without the customer programming it. Insulin pump will be returning for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. However, unit motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over delivery anomaly or low reservoir alarm due to motor error alarms. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.